Event description:
It was reported that t1 and t2 was deploy together. No patient injuries was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device confirmed no ts or suture remain on the delivery needle or were returned for examination. The needle is dramatically bent on two planes. Actuator is lodged at the distal end of the needle. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.